Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9 additional information: d8, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a loose channel head was observed. The reported event can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing her olympus ureteroscope, the stopcock port could not be screwed back onto the port. According to the initial reporter, the port was cross threaded. There was no patient involvement during this event.

Manufacturer narrative:
The investigation of the event is on-going. Should additional information be made available, a supplemental report will be provided.